Event description:
While using a byte day aligners, patient reported that they have experienced multiple issues from wearing the aligners. It has been over a year and their middle right tooth has not aligned. They have lost two teeth while wearing the aligners. The first tooth was lost due to the aligner cutting their lower left gum that became infected and loss the tooth due to the infection. The second tooth was lost due to misalignment, the toot was lost while chewing. They are concerned with further damage that the aligners will cause.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.